Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified mid right coronary artery (rca). Post-dilatation was performed with a 4.5x12mm nc trek balloon dilatation catheter (bdc) and was inflated three times at 18 atmospheres. After post-dilatation, about 10 seconds were held negative to deflate the balloon. The balloon was only able to be partially deflated, but was removed from the rca lesion. The physician then re-inflated the balloon in the aorta in attempts to deflate it, but then it remained completely inflated. After 90 minutes attempting to deflate and intervene, the balloon was punctured with a gauge needle at the radial access site for removal. The patient status is fine. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection were performed on the returned device. The reported deflation issue was unable to be confirmed due to the pinhole on the outer member. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported deflation issue appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.